Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a slow vt that the device labeled as a non-sustained rv oversensing episode due to ventricular undersensing. The patient received external defibrillation. Programming changes were discussed. The patient was stable.

Event description:
New information received notes that no programming changes were made. There were no further episodes noted at the latest visit.